Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a non-reportable phenomenon such as a minor crack on the bottom right corner of the bezel was identified. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty printed circuit board. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The subject device has been returned to olympus for evaluation, but evaluation has not yet been completed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during procedure, the high-definition lcd monitor shut off randomly in 3 cases and then randomly came back on. It was indicated the device shut off twice in one procedure and once in a different procedure. Subsequently, a cable was changed, and the intended procedure was completed successfully. There was no harm or user injury reported due to the event. This report is part 1 of 2 related events. (Patient identifier: (B)(6)).